Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative did confirm a non¿conformity with the phaco handpiece and advised the customer to replace it. However, additional information about the replacement was not provided by the customer. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 28, 2006. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The handpiece was confirmed to be non-conforming. However, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, no phaco power was experienced. The surgeon indicated there was no power being delivered to the phaco tip as he could not hear the tip move. The handpiece and tip were exchanged and a cold start reboot of the system was performed. In a follow up, a nurse reported the phaco power was increased to complete the case. There was no patient harm. Two different phaco handpieces were used during troubleshooting.